Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c ((B)(4)). The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and/or the non retraction of the needle are reportable regardless of the outcome. The complaint information provided was as follows: the physician attempted to advance the needle from the duodenum bulb into lesion in the pancreas head, and when he stroked the needle into the target site, he felt something was wrong. Then, the device was removed from the endoscope, and it was noticed that the sheath was broken at the handle head. There were no echo-hd-19c (echo) devices of lot #c864067 in stock at the time of the complaint investigation. The 1 x echo device of lot c864067 was returned for evaluation. The device was returned with the original packaging and was open on receipt. This echo device was returned with the needle/sheath completely detached from the outer handle. Approximately 0.5cm of the needle extended from the handle. It was possible to advance/retract the needle remaining in the handle indicating no issue existed within the handle. It may be noted that needle fragments were also returned. It was determined that these needle fragments originated from the proximal end of the needle. The stylet was returned inserted through the sheath indicating the user advanced the stylet post the needle breakage which most likely resulted in these fragments breaking. The distal needle tip was confirmed to be intact. It was determined during the device evaluation that the most likely cause of this needle breakage may be attributed to the needle kinking distal to the sheath extender. This kink most likely occurred due to product handling when removing the device from the packaging or due to product handling when the device is attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath/needle to become kinked. As the needle was advanced/retraced during the procedure it is likely this kink resulted in a breakage. It was determined that this needle most likely protruded through the sheath wall following this breakage which resulted in the sheath/needle detaching from the handle. The complaint information received confirmed no part of the needle detached inside of the pt. The needle fragments returned were confirmed as originating at the proximal end of the needle and therefore not in contact with the pt. As previously stated it is also assumed these needle fragments broke when the user inserted the stylet through the detached sheath/needle post the initial needle breakage and outside of the pt. The user may have been attempting to retrieve a sample from the detached needle/sheath. No adverse effects to the pt were reported as a result of this occurrence. Another manufacturer's device was used and the procedure was completed successfully. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to definitively state if this the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. No adverse effects to the pt were reported. Information received confirmed no part of the needle detached inside the pt. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for eus-fna. The physician attempted to advance the needle from the duodenum bulb into lesion in the pancreas head, and when he stroked the needle into the target site, he felt something was wrong. Then, the device was removed from the endoscope, and it was noticed that the sheath was broken at the handle head. Another manufacturer's device (expect 19g/boston scientific (B)(4)) was used instead, and the procedure was completed with no problem. Images received on the (B)(4) 2013 and device evaluation confirmed the needle was broken. There have been no adverse effects to the pt reported.